Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was a "failure to deploy" with six (6) proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received: it was reported this was a closure of an unspecified vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the foot of four of progilde devices did not fully retract and caused a "massive irregular hole in the artery when removing the device". An unspecified failure occurred with three (3) other proglide devices. "The knots did cinch down, and we were able to close one arteriotomy percutaneously but the other had such a large hole we needed to cutdown and repair with a patch after the fevar was complete." No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as a bent guide. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to a bent guide include, but not are limited to, handling, difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.